Manufacturer narrative:
Patient information was requested but no response received.

Event description:
The customer reported that the ventilator went vent inop with data acquisition/ printed circuit board assembly/ analog digital converter (data acquisition pcba adc) reference failed. The customer reported that the unit was in use on patient, but there was no patient harm reported.